Event description:
Related manufacturing ref: 2182269-2017-00130, 2182269-2017-00131, 3008452825-2017-00267. During a premature ventricular contraction (pvc) mapping study, a pericardial effusion occurred. The catheter was positioned in the right ventricular outflow tract (rvot) and connected to the mapping system. Attempts to validate the catheter were unsuccessful; therefore, the catheter was exchanged and the case continued. Upon completion of the case, the patient became hypotensive and the ice catheter revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.